Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s evaluation identified lumbar osteomyelitis and discitis. Due to proximity to the infection location, the physician elected to explant the evoke scs system. The physician confirmed that the evoke scs system did not cause or contribute to the reported event.